Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbraces are bent. States it looks as though the user is not opening the chair all of the way and sitting in the chair which he believes has caused the bend.